Event description:
It was observed that during the device evaluation, the subject device exhibited white foreign material in the air/water cylinder, foreign material in the air/water channel, and a pin hole in the lens glue of the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified for the foreign material. Based on the results of the investigation, it is likely the following led to the malfunction: the use of products that contain silicone can cause deposits of white foreign material. A root cause could not be identified for the pin hole. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure of the adhesive. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.